Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. The root cause is determined to be medical grade silicone. This is consistent with the normal assembly process and does not indicate a defect in the syringe complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
I saw it before I injected my son the needle is the one that gives a liquid, already send a photo to see it, and already are more syringes, already send the photo of the batch. I use the syringes to give my underage son his allergy shots. I already told her doctor why she recommended the syringes.